Event description:
A double j glidex double j ureteral stent system was inserted over an amplatz wire and the distal end of the stent was deployed into the bladder. Removal of the inner cannula became progressively more difficult and by the time the tip of the cannula and the guide wire reached the proximal ureter it was virtually impossible to withdraw these structures any further. The inner cannula eventually sheared off at a point approx 6" outside of the skin surface and the flexible tip of the amplatz super-stiff wire became unraveled and followed shortly there after.